Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 00801804001 ¿ femoral head ¿ 61188625. 65620005822 ¿ shell ¿ 61381475. 00630505840 ¿ liner ¿ 61347746. Reported event was confirmed by review of medical records noting the lateral plate, wires and screw from a previous fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip procedure where a lateral plate, wires and a screw were placed due to a bone fracture. The patient was then revised after an unknown amount of time post implantation due to non-union of the fracture and recurrent dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.